Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle detached from the suture when the surgeon removed it from the package and after he penetrated the fascia with knotted suturing technique. The fragment did not fall into the patient's body. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no suture or needle defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.